Event description:
It was reported that during a lap splenectomy procedure, the teflon pad melted and fell off. It did not fall into the patient. The procedure was completed with another like device. There was no adverse consequence to the patient. No further information is available.

Manufacturer narrative:
Date sent 12/09/2008. Information anticipated, but unavailable at this time.